Manufacturer narrative:
Actual device involved in incident was evaluated. Visual examination.

Event description:
It was reported the pt "had a massive myocardial infarction" and "was transferred directly from the cardiac catheterization lab to the operating room(or) for an emergent coronary artery bypass graft (CABG)x4." The pt was in "cardiogenic shock" on operating arrival. During cardiopulmonary bypass (cpb), the local display went blank on the system 1 large roller pump being used as a vent. As stated by the operator, "the pump continued to function on demand, and was able to be controlled by speed knob of local module as well as ccm slider. The pump never stopped and all speed/flow information was displayed on the ccm. There was no delay or blood loss, due to the incident." "The pt was not able to be weaned from cpb, due to poor ventricular function. Bivad support with a biomed devices were instituted to support the poor function of the heart." The pt expired "around 5:00 p.m. Due to pulmonary dysfunction." The reporter stated "the pump display issue had no impact on the care of the pt or the death. No product issues were identified on device history review (DHR), service history or death/serious injury history MDR report for this device.